Event description:
The secondary set broke inside the smartsite y-site on the primary set while infusing. There was no patient harm and no medical intervention was required. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.